Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 23055393 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ infusion set the tubing was leaking at the drip chamber. The following information was provided by the initial reporter: it was reported by customer that the tubing was leaking. This was the only one so they do not think it was a batch of defects. The tubes was leaking at the top of the chamber 2420-0007 at the drip chamber.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ infusion set the tubing was leaking at the drip chamber. The following information was provided by the initial reporter: it was reported by customer that the tubing was leaking. This was the only one so they do not think it was a batch of defects. The tubes was leaking at the top of the chamber 2420-0007 at the drip chamber.